Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menotrhagla') in an adult female patient who had essure (batch no. 628445) inserted for female sterilisation. The patient's medical history included metrorrhagia and uterine leiomyoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: no. Of coils : the essure device was then guided into the left tube and deployed per manufacturer protocol with three coils remaining. The coil was then transferred to the right tube and again we had two proximal coils after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of both tubes with no progression of contrast beyond the proximal inserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received, reporter information , lot no, other relevant history , lab data , date explanted added. Event : " injuries" updated to " menotrhagla,". Product removal details and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menotrhagla') in an adult female patient who had essure (batch no. 628445) inserted for female sterilisation. The patient's medical history included metrorrhagia and uterine leiomyoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: no. Of coils : the essure device was then guided into the left tube and deployed per manufacturer protocol with three coils remaining. The coil was then transferred to the right tube and again we had two proximal coils after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of both tubes with no progression of contrast beyond the proximal inserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia lot number: 628445, manufacturing date: 2008-12, expiration date: 2011-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.